Manufacturer narrative:
(B) (4) (mesh exposure): conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a hysterectomy and sling procedure on (B) (6)2009. In (B) (6)2009, the pt developed pain. The pt was treated with estrace cream twice a day for 8-10 days which was not effective. In (B) (6)2009, the pt went to a specialist and was diagnosed with a mesh exposure. The pt was prescribed premarin cream and used it intermittently at night for three weeks. On (B) (6)2009, the pt underwent a surgical revision, but after six weeks, she experienced another mesh exposure. On (B) (6)2010, the pt underwent another surgery to remove the mesh, part of the vaginal wall (3"x1") and undergo vaginal reconstruction. The pt remains under the surgeon's care and current status is "good." While the sling was in place, the problems with incontinence improved. Since mesh removal, incontinence is worse.